Manufacturer narrative:
An event regarding abnormal ion levels involving a accolade stem was reported. The event was not confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿review of these records confirms aseptic loosening of the acetabulum in a primary tha occurred, however, the root cause cannot be determined. Inspection of the explanted cup at the time of revision surgery revealed no ingrowth of bone in to or on to the ingrowth surface of the acetabular cup. There are many possible causes for this was but none were identified. All pre-op imaging studies failed to reveal a mechanical complication. Laboratory work up and surgical pathology both proved negative for infection. No soft tissue destruction, adverse tissue reaction or metallosis was reported intra-operatively. No laboratory evidence of increased cobalt or chromium levels was provided. There is no evidence for obvious defect in the implants or their manufacture." Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: the event regarding the reported allergy, elevated chromium and cobalt level (abnormal ion level) was not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. As noted in the medical review, there was no laboratory evidence to the alleged increase of cobalt and chromium levels. Further information such as returned devices and additional medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The clinician noted, "there is no evidence for obvious defect in the implants or their manufacture." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called wanting a piece of metal for her allergist to test to see if she is allergic. Told patient ¿they don¿t do that¿. While on the call she stated she is in pain. Patient had a left & right hip replacement on or about (B)(6) 2014. She stated that she has been in chronic pain since day one. Tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt. Patient had her right hip revised on (B)(6) 2016. Patient is still in pain. This is for the revision performed on the patient's left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called wanting a piece of metal for her allergist to test to see if she is allergic. Told patient ¿they don¿t do that¿. While on the call she stated she is in pain. Patient had a left & right hip replacement on or about (B)(6) 2014. She stated that she has been in chronic pain since day one. Tissue did not adhere to implant, implant moving around, and high levels of chromium and cobalt. Patient had her right hip revised on (B)(6) 2016. Patient is still in pain. This is for the revision performed on the patient's left hip.